Event description:
A voluntary medwatch report was received on 09/07/2022. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It has been reported that readings has been out of range more than 20% off over the past 3 months. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5111713.